Manufacturer narrative:
Manufacturer's evaluation (other) - the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Method (other) - the device history and sterilization records were reviewed. Review of the DHR found a nonconformance related to the product lot. The individual affected device was removed from the lot. All other devices within the lot met acceptance criteria. Therefore the DHR anomaly is not related to the alleged device complaint. Conclusion (other) - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had an infection at his ipg site. The patient stated his ipg site was very red and began draining. The patient was seen in the e.r. Where it was determined there was an infection. The patient's entire scs system was removed and he was treated with antibiotics.